Event description:
My dad had just entered home hospice care with 24 hour lpn, cna and family care. He was dying of lung cancer and we realize he was going to die anyway. However, the oxygen machine with a humidifier malfunctioned two days in a row leaving him without oxygen several hours at a time before the nurses figured out that his quick decline was caused by an oxygen malfunction. I am really concerned that a young child with bronchitis or another ill person who is not terminal like my dad will get these machines and die unnecessarily. I spoke to the guys who deliver the equipment from the company -fortunately I speak fluent spanish- and they tell me this happens frequently with these machines because unless the nozzle of the humidifier is perfectly-and they emphasized it was perfectly aligned with the equipment the machine would sound like it was working, but no oxygen would be reaching the patient. I have complained both to the hospice and to the company that provides the equipment, but I am not sure they plan to do anything. If a qualified medical professional could not align the machine properly how can the family be expected to?